Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.